Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: rt reported that the vent alarmed (the alarm sounded different than usual - he described it as it sounded "dampened") but no error message appeared on the screen and the alarm light on the top of the display did not go off. The rt pulled it off the patient as he saw that the service light was on (the one above the power light) and the screen froze. Waveforms and everything were frozen and the screen was unresponsive.

Event description:
Hamilton medical ag received the following incident description: rt reported that the vent alarmed (the alarm sounded different than usual - he described it as it sounded "dampened") but no error message appeared on the screen and the alarm light on the top of the display did not go off. The rt pulled it off the patient as he saw that the service light was on (the one above the power light) and the screen froze. Waveforms and everything were frozen and the screen was unresponsive.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 were updated with full UDI information as requested.